Event description:
This report is being filed upon notification from our mr manufacturer in (B) (4), the (B) (4), to submit this situation, which happened in (B) (6). Problem: the pt had a mr procedure. The pt was scanned with the sense flex-m coil positioned with the head first into the magnet. The coil was placed on the left elbow and between pt, and cables foam rubber was placed to keep sufficient distance. Two second degree burns (12 mm blisters) appeared after the examination. The burns were located on the left hand finger and on the left leg, where the finger touched the leg.

Manufacturer narrative:
Conclusions: the conclusion is that the burn was caused by skin-to-skin contact. Skin-to-skin contact is a known cause for rf burns during an MRI scan. The best way to prevent skin-skin rf burns, is to create enough isolation between the two skin surfaces, either by distance or by an isolating material between the skins. Skin-to-skin can be prevented by separating bare skin parts of the pt by wedges or cushions. The instructions for use already contains extensive warnings.